Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter does not turn on. The patient's diabetes is managed with avandamet oral medication. The patient does not recall when the power issue began. However, she claimed that a few days after the power issue began, she developed symptoms of "confusion and sweating." There was no allegation of medication invention for acute complication of diabetes as a result of the product issue. According to the troubleshooting performed with customer service, it was noted that the battery needed to be replaced based on the customer care advocate's assessment. The product issue was not resolved as the patient did not have a replacement battery. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.